Manufacturer narrative:
The product was returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 486 mg/dl lees than an hour after the pod was activated. She noticed the cannula was not inserted into the infusion site. The pod was then removed.